Manufacturer narrative:
Investigation summary: with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Possible root cause can be attributed to the motor vehicle accident. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's wife called to report her husband having headaches all morning and random bruising on his body the morning of (B)(6) 2017. Of note, the patient and his wife were in a motor vehicle accident (mva) on (B)(6) 2013. When in the emergency department (ed) after the mva, the patient was adamant that he did not hit his head, so the trauma team did not get a head computerized tomography (CT). The patient and his wife were discharged home from the ed that evening. Due to the recent mva and the complaint of persistent headaches, the patient was instructed to come back to the ed for further evaluation. Overnight on (B)(6) 2015, the patient had a decline in neuro status. Patient was diagnosed with a hemorrhagic accident. Per the team's report, the patient is responsive and following commands. Patient currently has tube feedings and maintenance fluids. The patient is at his neuro baseline which does include some deficits. The patient's international normalized ratio (inr) was sub therapeutic (1.4) at that time they were started on lovenox 100mg sq daily. Emergency department: doppler blood pressure was found to be 110-120s. A stat head computerized tomography (CT) showed "an acute subdural hematoma over the left posterior cerebral convexity tracking along the posterior falx space and left tentorium cerebelli. Also, an acute intraventricular hemorrhage within the right lateral ventricle, occipital, and temporal horns. There may also be a small subarachnoid hemorrhage in the right posterior, parietal-occipital lobes. Previous infarct stable." Modified ranking score (mrs) of 3-4 per neurology (baseline mrs score posticva last year with deficits is 2). All anticoagulation was stopped immediately as inr was 1.9 on admission. The patient received kcentra to help reverse inr. Another stat head CT was done which showed "an interval new left frontal subdural hematoma with mass effect and a 2mm midline shift to the right. An interval increase in the intraventricular hemorrhage and left posterior convexity hematoma. The subarachnoid hemorrhage was stable." A repeat CT six hours later was stable. Ventricular assist device (vad) flows ~3.1 lpm. The team is unsure of the cause of the hemorrhagic cardiovascular accident (hcva) now. Their thoughts: (1) was something brewing before and the mva/high blood pressure (htn)/lovenox exacerbated it, or (2) during the mva was their trauma to the patient's brain and the initiation of lovenox and htn helped cause the hcvas. The patient remains in the neuro intensive care unit (ICU) under close monitoring. No additional information.